Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 196 mg/dl. The customer was not using the device except for basal delivery when alarm occurred. The customer stated a temp basal was not programmed before the alarm occurred. The customer stated alarm did not occur shortly after inserting a new battery. The customer doesn't have fresh battery with her and will call back as soon as she get home for continued troubleshooting.